Manufacturer narrative:
Product analysis: the product has not been returned for analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The device was not returned to medtronic. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Patient anatomy may have contributed to the reported clinical observations.

Event description:
Medtronic received information that nine months post implant of this annuloplasty ring, the ring was explanted due to mitral regurgitation, infection and the detachment of the annuloplasty portion of the surgical procedure. The regurgitation was discovered during an ablation for atrial fibrillation (afib). Prior to explant, blood cultures was taken to test for infective endocarditis. The cultures were negative for bacterial growth. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.